Manufacturer narrative:
A getinge field service technician (fst) was sent onsite for investigation of the device. The investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that the hl20 rpm displayed the error messages safety-s and runaway. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. During getinge field service technician´s (fst) investigation and repair, the error message: !!!! Was also displayed. According to the hl20 service manual the error "!!!!" Indicates that more than one run-up (run-away) came up within 20 seconds. The reported behavior can cause an unintentional pump stop. Therefore, a report is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the hl20 rpm displayed the error messages safety-s and runaway. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. During getinge fst´s investigation and repair, the error message: !!!! Was also displayed. According to the hl20 service manual the error!!!! Indicates that more than one run-up (run-away) came up within 20 seconds. Furthermore, during the investigation and repair by getinge fst it was found that the hl20 battery is not charging. According to the instructions for use hl 20 version 02 in chapter 5.8 checklists the user has to check the battery status before every application by disconnecting the console from the mains power. The batteries must be fully charged. Therefore, this failure will be detected prior to use. A getinge field service technician (fst) was sent for investigation and repair. The rpm motor, the optical tacho board and the battery charger module were found to be defective and need to be replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device (12 years old) the most probable root cause was determined as aging of the optical tacho board, the rpm motor and the battery charger module. The root cause can further be linked to hl20 risk assessment: in regard to error message: safety-s: (total) fail of device because of: - failure of motor, motor controller or control circuitry. In regard to error message: runaway and !!!!: (un)intended change of pump speed by e.g.: - deactivated interventions / override, - drift of pressure sensors- by knob- by display setting, - wrong flow values (defect or wrong calibration)- slave mode (controlled by master). In regard to the failure battery not charging: overtemperature of device / device parts because of: - heat accumulation- defect electronic modules / short circuits, (total) fail of device (pump stop) because of: no power supply and battery fails because of: - no possibility to recharge battery (e.g. Because of defect or prolonging power input failure). The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2013 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2013. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failures error messages: safety-s, runaway!!!! And battery not charging could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.